Event description:
Customer alleged discrepant blood glucose results of 149 mg/dl, 252 mg/dl, and 127 mg/dl when testing was performed back to back within 8 minutes on the advantage system. Customer reported no symptoms or action/treatment based on results. A request was made for the return of the suspect device and replacement product was sent

Manufacturer narrative:
Additional concomitant medical products: vitamins - a few years; metformin - 5 months - 50mg thrice daily.